Event description:
The reason for call was starting last week the pts stimulator quit doing it because the ins would no longer recharge. It took the pt 4 days of charging 3.5 hours to 4 hours a day to finally get the ins battery to 60%; then a couple days later the ins battery was down to 20%. The primary doctor said to go through pain management and they said recalibrated, pt spoke to their rep who said to call patient services. During call pt verified no damage to the controller charging port or to the rtm. Pt reset the controller and got memory problem; pt set up the date and time. When they attempted to recharge the ins they got recharging excellent. The controller battery was at 100% and the ins was at 60%. Pt will monitor ins charging and call back if issues persist.

Manufacturer narrative:
Continuation of d10: product ID 97745nt (serial: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back stating their ins is not charging right, sometimes it might take 2 to 3 hours to charge it and sometimes it quit charging. Pt said the spoke with a rep and was told to call patient services. Agent had difficulty understanding the patient because he was talking too fast. Pt stated they finally got hold of medtronic one time got it 'calibrated but now it's 'screwing up' again. Pt mentioned the issue has been on and off for the last 4 to 5 months. Agent had pt to reset the controller. Pt confirmed no visible damage on the controller port, recharger paddle, cord and pins. Agent had pt to clean the connection. Agent reviewed recharging best practices and start a charging session. Pt confirmed they were able to charge the ins showed 100% for the controller and 60% for the ins with excellent connection. Since the issue is ongoing, agent sent a request to replace the recharger.

Event description:
Patient reported stimulator fell off night stand and would not charge. Talked to employee and got him to repair over phone using numbers off unit with numbers. Unit is recharging.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial#(B)(6) implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.